Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented at the hospital with a fever due to endocarditis. The device and leads were explanted. Blood culture showed a negative result. The infection was not related to the device. The patient was stable after the procedure.